Event description:
It was reported the powered laser surgical instrument laser fiber broke. The issue occurred during a therapeutic laser lithotripsy procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.